Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. The main coil, the introducer and the pusher wire returned for the analysis. Additionally, it was observed the main coil was stretched, detached and bent at the coil arm section and it was observed stretched at the zap tip section. And the introducer was observed damage at distal section and detached at the twist lock section. No more damages can be observed on the device during visual inspection. Under the microscope it was observed that the main coil was stretched, detached and bent at the coil arm section and it was observed stretched at the zap tip section. The introducer was observed damage at distal section and detached at the twist lock section. The functional test could not be performed due the main coil and the pusher wire are not interlocking. Dimensional inspection of the main coil revealed the components were within specifications. No other issues were identified during the product analysis.

Event description:
It was reported that the coil protruded in the catheter's tip upon removal. A 10mm x 40cm and 15mm x 40cm interlock-35 coils were selected for ventral aorta branch covered stent implantation, left and right internal iliac artery embolization, and aortography. During the procedure, a 15mmx40cm coil was pushed to the neck of the main abdominal tumor, but it could not be further advanced, which could go back but not forward. Embolization could not be completed with the internal iliac artery, so a 10mmx40cm was used to superselect the right iliac through the left femoral artery. However, the first 10cm were smooth, but the position was not suitable and could not be advanced after multiple attempts. Furthermore, when the coils were removed from the patient's body, it was noted that the coils protruded from the tip of the catheter. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post-procedure.

Event description:
It was reported that the coil protruded in the catheter's tip upon removal. A 10mm x 40cm and 15mm x 40cm interlock-35 coils were selected for ventral aorta branch covered stent implantation, left and right internal iliac artery embolization, and aortography. During the procedure, a 15mmx40cm coil was pushed to the neck of the main abdominal tumor, but it could not be further advanced, which could go back but not forward. Embolization could not be completed with the internal iliac artery, so a 10mmx40cm was used to superselect the right iliac through the left femoral artery. However, the first 10cm were smooth, but the position was not suitable and could not be advanced after multiple attempts. Furthermore, when the coils were removed from the patient's body, it was noted that the coils protruded from the tip of the catheter. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post-procedure.